Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('negligible metal fragments found in both cornu'), pelvic pain ('chronic pelvic pain'), device dislocation ('it was not possible to find the devices'), haemoperitoneum ('hemoperitoneum') and post procedural haemorrhage ('active bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion of a different intrauterine device". The patient's medical history included facial pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), haemoperitoneum (seriousness criterion intervention required), post procedural haemorrhage (seriousness criterion intervention required) with anaemia postoperative and syncope ("signs of vasovagal syncope onset"). The patient was treated with cefazolin and surgery (exploratory laparotomy, exploratory laparotomy/ transfusion of packed red blood cells, salpingectomy and a subtotal laparotomic hysterectomy and subtotal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, haemoperitoneum, post procedural haemorrhage and syncope outcome was unknown and the pelvic pain had resolved. The reporter considered device breakage, device dislocation, haemoperitoneum, pelvic pain, post procedural haemorrhage and syncope to be related to essure. The reporter commented: on (B)(6) 2009, the patient underwent the insertion of the essure devices. On (B)(6) 2018, the patient was added to the waiting list to remove the essure devices via bilateral salpingectomy and hysterectomy under priority level 2. An abdomen x-ray was performed in the operating theatre: negligible metal fragments found in both cornu; subsequently, the fragments were removed from both sides. Second x-ray of the abdomen findings: two punctiform metallic images overlapping the theoretical adnexal regions observed. Likely essure remainders, so it was decided to perform a subtotal hysterectomy since it was not possible to find the devices in the cornua. The day after the procedure, my client underwent an x-ray due to post-operative anaemia to rule out active bleeding. Due to active bleeding and hemoperitoneum, my client had to undergo another procedure the next day: exploratory laparotomy diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: metal fragments found in both cornu; subsequently, the fragments were removed from both sides.; on an unknown date: two punctiform metallic images overlapping the theoretical adnexal regions observed. Likely essure remainders, so it was decided to perform a subtotal hysterectomy since it was not possible to find the devices in the cornua. Computerised tomogram - on an unknown date: large hemoperitoneum extending to the perihepatic and perisplenic level with heavy bleeding at the pelvic level. Small pneumoperitoneum and air bubbles at the pelvic level that are likely related to recent surgery. Subcutaneous emphysema related to previous surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('negligible metal fragments found in both cornu'), pelvic pain ('chronic pelvic pain'), device dislocation ('it was not possible to find the devices'), haemoperitoneum ('hemoperitoneum') and post procedural haemorrhage ('active bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion of a different intrauterine device". The patient's medical history included facial pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), haemoperitoneum (seriousness criterion intervention required), post procedural haemorrhage (seriousness criterion intervention required) with anaemia postoperative and syncope ("signs of vasovagal syncope onset"). The patient was treated with cefazolin and surgery (exploratory laparotomy, exploratory laparotomy/ transfusion of packed red blood cells, salpingectomy and a subtotal laparotomic hysterectomy and subtotal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, haemoperitoneum, post procedural haemorrhage and syncope outcome was unknown and the pelvic pain had resolved. The reporter considered device breakage, device dislocation, haemoperitoneum, pelvic pain, post procedural haemorrhage and syncope to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2009, the patient underwent the insertion of the essure devices. On (B)(6) 2018, the patient was added to the waiting list to remove the essure devices via bilateral salpingectomy and hysterectomy under priority level 2. An abdomen x-ray was performed in the operating theatre: negligible metal fragments found in both cornu; subsequently, the fragments were removed from both sides. Second x-ray of the abdomen findings: two punctiform metallic images overlapping the theoretical adnexal regions observed. Likely essure remainders, so it was decided to perform a subtotal hysterectomy since it was not possible to find the devices in the cornua. The day after the procedure, my client underwent an x-ray due to post-operative anaemia to rule out active bleeding. Due to active bleeding and hemoperitoneum, my client had to undergo another procedure the next day: exploratory laparotomy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: metal fragments found in both cornu; subsequently, the fragments were removed from both sides.; on an unknown date: two punctiform metallic images overlapping the theoretical adnexal regions observed. Likely essure remainders, so it was decided to perform a subtotal hysterectomy since it was not possible to find the devices in the cornua. Computerised tomogram - on an unknown date: large hemoperitoneum extending to the perihepatic and perisplenic level with heavy bleeding at the pelvic level. Small pneumoperitoneum and air bubbles at the pelvic level that are likely related to recent surgery. Subcutaneous emphysema related to previous surgery. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("negligible metal fragments found in both cornu"), pelvic pain ("chronic pelvic pain"), device dislocation ("it was not possible to find the devices"), haemoperitoneum ("hemoperitoneum") and post procedural haemorrhage ("active bleeding") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("insertion of a different intrauterine device"). The patient had a medical history of facial pain. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), haemoperitoneum (seriousness criterion intervention required), post procedural haemorrhage (seriousness criterion intervention required) with anaemia postoperative and syncope ("signs of vasovagal syncope onset"). The patient was treated with cefazolin as well as surgery (salpingectomy and a subtotal laparotomic hysterectomy, subtotal hysterectomy, exploratory laparotomy and exploratory laparotomy/ transfusion of packed red blood cells). At the time of the report, the pelvic pain had resolved. The outcomes for device breakage, device dislocation, haemoperitoneum, post procedural haemorrhage and syncope were unknown. The reporter considered device breakage, device dislocation, haemoperitoneum, pelvic pain, post procedural haemorrhage and syncope to be related to essure administration. The reporter commented: on (B)(6) 2009, the patient underwent the insertion of the essure devices. On (B)(6) 2018, the patient was added to the waiting list to remove the essure devices via bilateral salpingectomy and hysterectomy under priority level 2. An abdomen x-ray was performed in the operating theatre: negligible metal fragments found in both cornu; subsequently, the fragments were removed from both sides. Second x-ray of the abdomen findings: two punctiform metallic images overlapping the theoretical adnexal regions observed. Likely essure remainders, so it was decided to perform a subtotal hysterectomy since it was not possible to find the devices in the cornua. The day after the procedure, my client underwent an x-ray due to post-operative anaemia to rule out active bleeding. Due to active bleeding and hemoperitoneum, my client had to undergo another procedure the next day: exploratory laparotomy. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] (dates unknown): metal fragments found in both cornu; subsequently, the fragments were removed from both sides. And two punctiform metallic images overlapping the theoretical adnexal regions observed. Likely essure remainders, so it was decided to perform a subtotal hysterectomy since it was not possible to find the devices in the cornua. [Computerised tomogram] (date unknown): large hemoperitoneum extending to the perihepatic and perisplenic level with heavy bleeding at the pelvic level. Small pneumoperitoneum and air bubbles at the pelvic level that are likely related to recent surgery. Subcutaneous emphysema related to previous surgery. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review this case was found to duplicate of (B)(4). So all documents events, reporter & reference's are transferred to retained case & this case marked for deletion. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.